Event description:
It has been reported that after completion of a carotid diagnostic procedure, the pt developed hemiparalysis and decreased mental status. The pt was intubated, sent to intensive care unit and subsequently expired. It is unclear how the catheter performance related to the incident.